Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during device implant the rep had attempted to perform a 10 j test shock but the shock never delivered. There was an additional attempt that was successful. The field representative believed that the initial attempt was due to telemetry. No adverse events were reported.